Event description:
During an in clinic follow-up, a sharp drop in remaining battery longevity was observed on the device. Premature battery depletion was suspected to be the cause of the event. The device was explanted and replaced to resolve the event and the patient was in stable condition.